Event description:
During an in-clinic follow-up, x-ray imaging was performed which revealed the conductors of the right ventricular (rv) lead had externalized. The rv lead was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information received indicated during the replacement procedure, the rv lead was capped and left implanted.